Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
In this case was a speaker malfunction inop reported. Further details provided by the customer confirmed that the device had no sound any more. There was no report of an adverse event.

Event description:
In this case, a speaker malfunction inop was reported. It is unknown if the device still had sound or not. There was no report of an adverse event. The device was used for patient monitoring.